Manufacturer narrative:
Additional information : initial reporter e-mail.

Event description:
It was reported that two(2) pc units were noted with contamination on the right side of iui pins. This was observed by a bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two(2) pc units were noted with contamination on the right side of iui pins. This was observed by a bd representatives during site visit. There was no patient involvement.